Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te/belt messages) was confirmed. As received, the belt failed incoming functional testing. Upon evaluation, there was a kink in the pulse wire at the crimp of the cable connecting ECG a and the front therapy electrode. The cause of the check belt messages is the kink in the pulse wire at the crimp. The root cause of the kinked wire cannot be positively identified. No adverse event resulted from the kinked wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) patient contacted zoll customer support to report constant check therapy electrode pad alarms. The patient was issued a replacement electrode belt.